Event description:
Damage to pump housing and usb port was reported. The customer's blood glucose level at the time was 7.1 mmol/l, which is within the normal range. As the damage affected the ability to charge the pump, a decision was made by technical support to replace the pump with a new one.